Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d6b: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: ni, batch: ni; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: ni, batch: ni.

Event description:
It was reported via facility medwatch (medwatch form# mw5151076 and mw5151075) that the patient underwent an explant procedure wherein all device components were removed due to having infection at the lead site. No further information has been obtained despite good faith efforts.